Event description:
Customer reported device = 22 mg/dl. Customer was given orange juice by the school nurse. Customer was taken to the hospital. Customer arrived at the hospital at 3:20 pm. Hospital device = 77 mg/dl at 3:30 pm. Customer was advised to eat something. At 6:30 pm, hospital = 140 mg/dl. Customer saw the doctor at 8:30 pm and was released. No treatment was received. Control information was not provided. A request was made for return product and replacement product was sent.